Manufacturer narrative:
Patient follow-up information and device identifiers were requested from the surgeon and the user facility on numerous occasions (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019). At this time, no response has been received. The cause of the event remains unknown. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iop elevation and iritis are listed in the device labeling as potential adverse events. (B)(4).

Event description:
The surgeon reported that a female patient developed severe intraocular pressure (iop) elevation after hydrus implantation. Surgical intervention was performed to implant an express mini shunt, however, the patient has not yet stabilized and she still has mild iritis. The event date is unknown. Additional information has been requested.